Event description:
Caller reports electrical contacts of this inform meter are melted. The associated inform base also shows signs of melted electrical contacts. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
(B)(6).